Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had their hip replaced in (B)(6) 2018 by surgeon who has retired since the surgery. This patient has had multiple dislocations since the hip replacement. The patient and another surgeon decided to revise the hip to address the instability which was due to a fractured greater trochanter and lack of abductors to stabilize the hip. During the revision procedure the surgeon explanted the pinnacle liner and femoral hip ball. The srom stem, sleeve, 52mm multihole cup, and screws were left in situ. A new 32mm + 3 hip ball and a 32 x 52mm constrained liner was implanted. Surgeon said the new constrained liner construct provided stability to prevent dislocation. The lot # information on the implants left in situ could not be retrieved. The lot # on the ceramic hip ball and pinnacle liner were not legible. Doi: (B)(6) 2018. Dor: (B)(6) 2020; affected side: right hip.